Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: ng, inr: 1.7, 1.8; date: (B)(6)2010, inr: 3.9; (B)(6)2010, 2.4; (B)(6)2010, 1.4. Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 2.3, lab: 2.1.

Manufacturer narrative:
Investigation pending.